Event description:
It was reported that the device was explanted after an implant duration of zero days. On (B)(6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue. Per the operative report of (B)(6) 2010, the 36 mm annuloplasty ring was implanted. "The transesophageal echocardiography revealed more than 2+ tricuspid regurgitation. Because of this, the cardiopulmonary bypass was re-instituted. The aorta was crossclamped and the cold blood cardioplegia was given antegrade to arrest the heart. The vena cava was snared and the ring atrium was opened partially. The previously placed ring was explanted. Fresh rows of sutures were placed. The aorta was unclamped because there was no need to arrest the heart. The 32 mm ring was chosen and sutures were passed through the sewing ring. The ring was seated. Seating was satisfactory."

Manufacturer narrative:
(B)(4): sizing issue.device not returned. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.